Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer¿s blood glucose at the time of the incident was 558 mg/dl. The customer¿s current blood glucose was 552 mg/dl. The customer¿s other blood glucose was 400 mg/dl, 548 mg/dl, 265 mg/dl, 49 mg/dl, 59 mg/dl, 72 mg/dl, 552 mg/dl, and 484 mg/dl. The customer feel okay for troubleshooting. The auto mode feature was not active and was not automatically adjusting insulin at time of high blood glucose event. The customer was been using insulin pump system within 48 hours of reported high blood glucose event. The customer reported that they have a back-up plan available. The customer was not calling back to perform a high pressure test. The customer does not allege that the insulin pump was under delivering. The customer reported that the insulin exited at the quick release. The customer was advised to change entire set, reservoir and insulin and treat per healthcare professional¿s instructions. The insulin pump will not be returned for analysis.